Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to a carescape r860 when it was alleged the unit stopped ventilating. It was reported that the patient desaturated. The patient was placed on a different ventilator to proceed with the case and recovered. There were no patient sequelae reported.

Manufacturer narrative:
The customer was unable to provide a desaturation level, but stated there was no substantial harm to the patient. Therefore, based on the limited information available, this event has been determined to not meet the definition of a serious injury. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. H1 type of reportable event updated to malfunction.